Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number : 2017865-2019-13854, 2938836-2019-13677, 2017865-2019-13857. It was reported that the system was explanted due to infection. The physician did not suspect it was related to the device but had noted a swelling around the device a week prior to explant. The origin of the infection is unknown. The patient was stable before, during and after the procedure.